Event description:
It was reported that during a procedure, the device operated automatically without user activation which resulted in a tear in the dura mater of the patient. There was a delay in the procedure as it took additional time to use the dura repair products. No additional information was provided by the user facility.

Manufacturer narrative:
The device will not be returned to the manufacturer for investigation, as it has been discarded by the user facility.